Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped after performing compressions for a few minutes and powered off was not confirmed during the archived review or the initial functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused, or contributed to the reported complaint. The autopulse platform worked as intended. The root cause of the reported error could not be conclusively determined as the issue was not reproduced. During visual inspection, there was no physical damage observed on the autopulse platform. Also, unrelated to the reported complaint, the lcd screen backlight was noted flickering. The probable root cause could be due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2009 and is almost 11 years old, well beyond the expected service life of 5 years. The platform passed the initial functional testing without any fault or error. The platform was tested with the returned batteries sn (B)(4), and both platform, and the batteries performed as intended. The archive data was reviewed, and contained limited log information, the data was overwritten, unrelated to the reported complaint. The probable root cause for the archive issue could be due to the defective processor board likely due to the normal wear and tear. Based on the archive, after the call, the platform was tested with the manikin by the customer and displayed user advisory (ua) 28 (loss of clutch connectivity), and user advisory (ua) 29 (loss of brake connectivity) errors, unrelated to the reported complaint. The probable root cause could be due to the intermittent pdb issue. Waiting for the customer approval for repair. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used to treat a (B)(6)-year-old male patient in cardiopulmonary arrest who was found on a street by the firefighter. The patient had a heart bypass history. The firefighter performed manual CPR for 18 minutes until the ambulance arrived. After the paramedic arrived, the AED was attached to the patient. The patient's rhythm showed ventricular fibrillation (vf), and the device delivered a shock. Then, manual CPR has performed again. The patient was placed on the autopulse platform. The patient's rhythm indicated asystole at that time. The platform performed compressions for approximately 4 minutes and unexpectedly powered off. Per the paramedic, it is unknown whether the platform displayed any message on the control panel. The crew pressed the power button, and the ap powered up. After the "initializing" message was displayed on the screen, the user pressed the restart button to restart compression. About 2 minutes later, the ap powered off again. The platform was restarted immediately and the compressions were performed for about one minute, then the platform powered off again. The manual CPR was immediately performed on the patient for 2 minutes. The paramedic confirmed that the patient's rhythm was pulseless electrical activity (pea), and the adrenaline was administered to the patient and 4 minutes later, the return of spontaneous circulation (rosc) was achieved. The ambulance arrived at the hospital 2 minutes later. The patient was pronounced dead at the hospital, 87 minutes after arrival. No information about the cause of death was provided. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device. Back at the station, the customer checked the platform with the battery (sn (B)(4)) and the same issue occurred 3 times. Zoll received two batteries (sn (B)(4)) from the customer, however, it is unknown which battery was used during the event. Please see the following related MFR reports for battery sn (B)(4), see MFR 3010617000-2020-01061. For battery sn (B)(4) see MFR 3010617000-2020-01030.